Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 02/12/2015. Device evaluation: the device has been returned and evaluated by product analysis on 01/30/2015 with the following findings: pump will not power with returned battery cap. Battery cap is missing contact hub and spring. All testing performed with a test battery cap. Battery compartment cracks observed from thread area to case seal and below grip pad. No vibration alert present during power up sequence. Vibrate motor alignment pins found to be misaligned. Power on reset events associated with battery changes and cartridge changes observed in black box. Pump was exercised for 24 hours with no reboot, loss of power or call service alarms duplicated. Removed pump case and found no evidence of moisture or loose components inside pump. Unrelated to the complaint, there is a dim discolored display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.